Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph. The photo shows what appears to be a hand drawing of a procedure. No devices can be seen in the photo. Visual inspection of the instrument noted that the firing knobs were fully retracted, and the articulation lever was in the neutral position. The instrument was successfully loaded with a representative single use loading unit. The instrument and loading unit were applied to test media. All staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph. A visual inspection of the returned photo noted that it was a hand drawing of a procedure. No device can be seen in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve bypass (roux en y), upon small bowel resection, the surgeon initially started with the first handle and fired 4 reloads without issue, but when the first reload was put on and pressed the green button to fire it was unable to fire. The jaws was able to open again numerous times but was unable to fire the reload. Both the reload and the handle were replaced. The second handle was opened and successfully fired a reinforced reload but when the second reload was used to resect the small bowel, a tear approximately 60 way across the resected part of limb was noticed and there was poor staple formation. The surgeon oversewed limb resection lines to get a satisfactory result.